Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. Block a: customer contact reports no patient information is available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in an inability to initiate ventilation in the middle of a case. The patient was switched to manual ventilation, unit replace, and case resumed. There was no patient injury.